Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 28 x 3.50mm, was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. A visual and tactile examination of the distal extrusion identified no damages. A microscopic examination of the distal extrusion identified no damages. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded. A microscopic examination of the crimped stent identified no damages. The stent was securely crimped between the proximal and distal markerbands. A microscopic examination of the tip identified no damages.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery, with a length of 28 mm and a vessel diameter of 3.5 mm. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the shaft of the stent fractured and could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery, with a length of 28 mm and a vessel diameter of 3.5 mm. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the shaft of the stent fractured and could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable.